Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a device check-up, threshold measurements could not be captured. A chest x-ray revealed right ventricular lead dislodgement. The lead was explanted and replaced. The patient condition is stable.